Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found that the available data covered the day of the complaint but no communication alarms was observed. On investigation, the pump powered on with the appropriate audible and vibratory functions. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump was opened to further investigate, no evidence of moisture intrusion was found on any of the internal components. The investigation was unable to confirm or duplicate the reported communication issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. Reportedly, the patient received recurring communication related call service alarms. Reporter stated that the pump and meter were paired, the date/time and battery type were set correctly, and the patient was not performing any specific functions when the alarm occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.